Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device has an audio failed error. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
The field service engineer (fse)evaluated the device. The fse found an audio failed error. The device needs a speaker. Upon conclusion of the evaluation, it was determined that the speaker requires replacement. It was replaced. The device passed testing and was put back into service.